Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery a patient had an unexpected postoperative refraction. The patient is undercorrected. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).